Event description:
It was reported that pump housing and usb port were damaged from normal wear and tear, which affected ability to charge pump, although pump had not shut down. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump until a replacement pump was arranged, confirmed shipping information, was instructed to place old pump in storage mode and return it with a prepaid label, and was informed that pump settings and continuous glucose monitor would need to be set up again on replacement pump, which customer understood and acknowledged.